Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling a heart rate "like when I was jogging", feeling "a little bit of pressure" in the chest, and also feeling short of breath once almost every night. The device remains in use. No patient complications have been reported as a result of this event.